Event description:
It was reported that the patient was having an abdominal pain after a permanent implant surgery. The patient went in the hospital and had a tube that is going down the nose all the way to the stomach providing some suction and was on a complete bowel rest. The stimulation was turned off. Additional information was received that the physician believes that the paddle lead might have been putting pressure on the spinal cord. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were discarded by the facility. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle lead. Upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 7022364.

Event description:
It was reported that the patient was having an abdominal pain after a permanent implant surgery. The patient went in the hospital and had a tube that is going down the nose all the way to the stomach providing some suction and was on a complete bowel rest. The stimulation was turned off.